Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors which may contribute to difficulties visualizing the balloon markers during product placement include, but are not limited to, manufacturing/placement of markers, stent design or strut thickness, patient anatomy, procedural contrast, and/or fluoroscopy machine and settings (such as viewing angle). To ensure this issue is not related to manufacturing, all products are 100% inspected for marker band damage and measured for marker band placement. In addition, a sampling of finished good units is inspected to verify marker placement. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a conclusive cause for the reported difficulties could not be determined.

Event description:
It was reported that during the procedure in the mildly calcified 1st diagonal artery, the 3.0 x 8 voyager nc dilatation catheter was advanced but the balloon markers could not be seen. The catheter was removed. Outside of the anatomy, the markers could not be seen using fluoroscopy. The device was no longer used and a new voyager nc of the same size was used successfully. There was no significant clinical delay in the procedure and no adverse patient effect. Though requested, no additional information was provided.